Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit oversensing noise and pacing inhibition that led to about one second of asystole. A revision procedure was performed, this rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.